Manufacturer narrative:
Evaluation summary: the reported failure was confirmed. Delamination, and the tip was cracked. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
During intubation a piece of the glidescope gvl blade cracked off in the patient's throat. The piece was about 1/8 of an inch, and a metal pin is visible in the blade where the piece broke off. The blade piece was retrieved from the patient's throat. Another blade was used for the intubation, and the patient did not appear to be hurt or affected.